Event description:
It was reported sometime in 2010 (exact date unknown) the patient had her scs ipg moved to a new location (in her back) due to discomfort. The ipg revision did not resolve the issue and the patient had her ipg explanted (date unknown). The patient's scs lead was left in place per the physician's recommendation. On (B)(6) 2012 the patient was reimplanted with a new system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.